Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient's battery showed that it only had 6 months left for longevity on (B)(6) 2016 and the patient was programmed at 1v. The patient was in for reprogramming, which was odd since most patients would need to try all 4 programs before coming into the office. The patient was implanted on (B)(6) 2016. It didn't sound like there were any medical symptoms reported. The patient would be following up with their hcp when end of service (eos) was shown on the programmer or if they had a decrease in symptom relief. The hcp would probably schedule surgery then. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.